Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent an unknown procedure on (B)(6) 2019. During the procedure, the operating room staff advised that after opening a 5.0mm ti locking screw it was discovered that the tip of the locking screw was blunt, not sharp. A second identical locking screw was opened and the procedure was completed without delay and with no patient consequence. This complaint involves one (1) 5.0mm ti locking screw. This is report 1 of 1 for (B)(4).